Event description:
When removing .018 guidewire, part sheared off. Upon discovery the part was retrieved. During exchange of microwire to bentson wire, a fragment of microwire broke off and got retained within the venous limb of the graft. This was removed using alligator forceps and fluoroscopy guidance.